Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A visual inspection was performed and the device was stuck inside the catheter. The wire could not be removed from the catheter. The device presents kinks and bents along the body and the spring tip was found bent. The overall guidewire length was approximately 330.8cm and within the specification. The outer diameter of the distal section could not be measured as the distal section was inside the catheter. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-08188. It was reported that a burr became stuck on wire. The target lesion was located in the anterior tibial artery. A 1.50mm rotalink¿ plus and peripheral rotawire¿ and wireclip® torquer were used to treat and advanced to the target lesion. During the procedure, it was noted that the burr would not spin as it was stuck on the rotawire. The devices were removed as a unit. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Event description:
Same case as MDR ID: 2134265-2014-08188. It was reported that a burr became stuck on wire. The target lesion was located in the anterior tibial artery. A 1.50mm rotalink¿ plus and peripheral rotawire¿ and wireclip® torquer were used to treat and advanced to the target lesion. During the procedure, it was noted that the burr would not spin as it was stuck on the rotawire. The devices were removed as a unit. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.